Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter balloon was thoroughly inspected and analyzed. The balloon passed visual and microscopic analysis noting no damage or abnormalities. The balloon passed leak testing, however, did not pass functional testing as it tested outside specification. The reported fluid leak could not be confirmed; urinary incontinence was further identified as a known inherent risk associated with implant of aus devices. Based on all available information, it was determined that the balloon functional test failure indicates a functional issue was the most probable cause of the event.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to fluid leakage at the balloon; therefore, a revision surgery was performed to explant and replace only the balloon component. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to fluid leakage at the balloon; therefore, a revision surgery was performed to explant and replace only the balloon component. No additional patient complications were reported.